Event description:
It was reported that during a tonsillectomy procedure using an evac 70 xtra hp with integrated cable wand, the suction became very weak. The surgeon opted to complete the procedure using a competitor's secondary suction device. The deficiency increased the procedure time by 40 minutes, however, there were no significant delays reported as a result of this event.